Event description:
Per the clinic, open circuits were noted on all electrodes. The patient was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.